Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier power cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system failed to display an image. This rendered the system unusable. There is no report of death or serious injury.